Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information available, the cause of the reported heart block could not be conclusively determined. The reported surgical intervention and unexpected medical intervention were due to case-specific circumstances. During the procedure, a temporary pacemaker was placed. Eventually, a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: component code: 4755 part/component/sub-assembly term not applicable. Type of investigation: 4118 type of investigation not yet determined. Investigation findings: 3233 results pending completion of investigation. Investigation conclusions: 11 conclusion not yet available.

Event description:
It was reported that on (B)(6) 2025, a 35mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had a prior medical history of severe aortic stenosis. The baseline cardiac rhythm was noted to be sinus rhythm. The length of the membranous septum was 8.2mm. There was calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, the access was obtained using ultrasound technique and micro punctured with the appropriate sheath then exchanged to 14f non-abbott introducer sheath. While advancing the delivery system, the cardiac surgeon encountered resistance, which appeared to be related to the patient's anatomical structure. The ds was observed to be bent at the flexion point. The catheter was removed and exchanged, and a new 35mm navitor vision valve was prepared for implant using a new large flexnav delivery system (ds) with a 20f non-abbott introducer sheath. The valve was successfully implanted at a depth of 3mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc) with excellent hemodynamics and no paravalvular leak. During the implant, the patient was noted to have gone into heart block and temporary pacing was administered. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. On (B)(6) 2025, a permanent pacemaker was implanted to resolve the event. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient¿s status was stable and discharged from the hospital.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 35mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had a prior medical history of severe aortic stenosis. The baseline cardiac rhythm was noted to be sinus rhythm. The length of the membranous septum was 8.2mm. There was calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, the access was obtained using ultrasound technique and micro punctured with the appropriate sheath then exchanged to 14f non-abbott introducer sheath. While advancing the delivery system, the cardiac surgeon encountered resistance, which appeared to be related to the patient's anatomical structure. The ds was observed to be bent at the flexion point. The catheter was removed and exchanged, and a new 35mm navitor vision valve was prepared for implant using a new large flexnav delivery system (ds) with a 20f non-abbott introducer sheath. The valve was successfully implanted at a depth of 3mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc) with excellent hemodynamics and no paravalvular leak. During the implant, the patient was noted to have gone into heart block and temporary pacing was administered. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. On (B)(6) 2025, a permanent pacemaker was implanted to resolve the event. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient¿s status was stable and discharged from the hospital.